Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infrequent syncopal episodes. The right ventricular (rv) lead exhibited oversensing, high, increased impedance and noise. The rv lead was capped and replaced no further patient complications have been reported as a result of this event.